Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent for confirmation test". The patient's medical history included nickel sensitivity, underweight, parity 4 (B)(6) 2001, (B)(6) 2002, (B)(6) 2005 (B)(6) 2006) and multigravida. Current weight 169lbs. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), skin exfoliation ("rash/skin condition-scaly skin"), vulvovaginal mycotic infection ("vaginal infection/yeast infection"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia),"), bacterial infection ("bacterial infection"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In 2013, the patient experienced fatigue ("fatigue"). In 2017, the patient experienced alopecia ("hair loss"), mood swings ("hormonal changes-mood swings") and hot flush ("hot flashes"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert") and experienced urinary tract infection ("uti") and headache ("headaches"). The patient was treated with essure removed. Essure (ess205) was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dyspareunia, abdominal pain, back pain, vaginal haemorrhage, skin exfoliation, urinary tract infection, vulvovaginal mycotic infection, fatigue, alopecia, mood swings, headache, weight increased, hot flush, menorrhagia, bacterial infection, allergy to metals and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bacterial infection, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, mood swings, pelvic pain, pregnancy with contraceptive device, skin exfoliation, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent for confirmation test". The patient's medical history included nickel sensitivity, underweight, parity 4 ((B)(6) 2001, (B)(6) 2002, (B)(6) 2005 , (B)(6) 2006), multigravida, left lower quadrant pain, nausea, vomiting and hiatal hernia. Current weight 169lbs. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), skin exfoliation ("rash/skin condition-scaly skin"), vulvovaginal mycotic infection ("vaginal infection/yeast infection"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia),"), bacterial infection ("bacterial infection"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In 2013, the patient experienced fatigue ("fatigue"). In 2017, the patient experienced alopecia ("hair loss"), mood swings ("hormonal changes-mood swings") and hot flush ("hot flashes"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert") and experienced urinary tract infection ("uti") and headache ("headaches"). The patient was treated with essure removed. Essure (ess205) was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dyspareunia, abdominal pain, back pain, vaginal haemorrhage, skin exfoliation, urinary tract infection, vulvovaginal mycotic infection, fatigue, alopecia, mood swings, headache, weight increased, hot flush, heavy menstrual bleeding, bacterial infection, allergy to metals and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bacterial infection, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hot flush, mood swings, pelvic pain, pregnancy with contraceptive device, skin exfoliation, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.9 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2017: impression: 1. Obstructing 4 x 2 mm left ureterovesicular junction calculus. 2. Small pelvic fluid may be physiologic or reactive. 3. Incidental left lower lobe pulmonary nodule with surrounding alveolar opacities. This may relate to an infectious or inflammatory process, including aspiration. However, neoplasm is not completely excluded. Recommend chest CT in 3 months. 4. Hiatal hernia.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-may-2021: mr received: reporter, medical history and lab test added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent for confirmation test". The patient's medical history included nickel sensitivity, underweight, parity 4 ((B)(6) 2001, (B)(6) 2002, (B)(6) 2005, (B)(6) 2006) and multigravida. Current weight (B)(6). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), skin exfoliation ("rash/skin condition-scaly skin"), vulvovaginal mycotic infection ("vaginal infection/yeast infection"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia),"), bacterial infection ("bacterial infection"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In 2013, the patient experienced fatigue ("fatigue"). In 2017, the patient experienced alopecia ("hair loss"), mood swings ("hormonal changes-mood swings") and hot flush ("hot flashes"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert") and experienced urinary tract infection ("uti") and headache ("headaches"). The patient was treated with essure removed. Essure (ess205) was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dyspareunia, abdominal pain, back pain, vaginal haemorrhage, skin exfoliation, urinary tract infection, vulvovaginal mycotic infection, fatigue, alopecia, mood swings, headache, weight increased, hot flush, menorrhagia, bacterial infection, allergy to metals and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bacterial infection, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, mood swings, pelvic pain, pregnancy with contraceptive device, skin exfoliation, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pfs received: start date of drug, reporter added. Essure device removed hence case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.